Event description:
During g3 surgery, the surgeon used step drill for the lag screw hole drilling. When the surgeon assembled step drill and the system 5, and the step drill was rotated, the step drill was separated from the chuck of the system 5. Then, the step drill separated from the chuck repeatedly, and drilling took time. The surgery was completed. After surgery, the surgeon found the burn in postoperative wound (wound for lag screw sleeve insert) of the patient. Also, the postoperative wound delayed healing.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.